Event description:
It was reported that a patient underwent an open surgical repair of a right direct incarcerated inguinal hernia on (B) (6) 2009. On the same day, the patient developed a hematoma at the surgical site. The patient was brought back to the operating room and the surgeon noted bleeding from the superficial epigastric vein which was then stitched/ tied off. After that the patient's recovery progressed as expected/as normal.

Manufacturer narrative:
(B) (4). (B) (4) - hematoma occurred. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.